Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura mini biopsy forceps w/o spike are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of receipt of new information.

Event description:
During an unknown endoscopic procedure, the physician used a cook captura mini biopsy forceps w/o spike. It was reported that when performing a biopsy during a gastroscopy with a nasogastroscope, the forceps opens and closes but it reveals a small metal rod in the image. When attempting to raise the clamp in the operator channel, it was impossible to raise the clamp. The endoscope was carefully removed so as not to injure the patient with the instrument [unable to remove forceps from endoscope - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.